Event description:
It was reported that this .right atrial (ra) lead exhibited low, out of range pace impedance measurements, measuring less than 200 ohms. Additionally, there was low p-wave measurements reported. Most recent device interrogation showed no sensing issues. The patient was to undergo further evaluation and referred for a possible lead extraction procedure. The ra lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).